Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead would not stay in place and dislodged multiple times during the implant procedure. The lead was not implanted. The patient was fine post procedure.